Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a broken wire on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with frayed cable sections located at various lengths, the frayed cables were sticking out on the wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.